Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09726. It was reported the pt experienced a sudden loss of stimulation. A full parameter diagnostic indicated valid impedance values. X-rays of the system lead also did not show any anomalies and the lead has not moved. Reprogramming was attempted to no avail. Surgical intervention is pending to address the issue.